Event description:
Boston scientific received information that post device upgrade procedure, this atrial lead was not pacing or sensing appropriately. Minimal pacing was observed and the lead was unable to capture at maximum pacing outputs. Noise was also observed. There was concern that this lead has become electrically isolated due to an injury or insult during the procedure and may be dislodged. Pacing spikes are visible on the electrogram consistent with intrinsic atrial activity and fairfield ventricular sensing. An internal technical service consultant was contacted regarding programming options that were provided. Further follow up is intended to determine whether this lead function has improved. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.